Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that the right atrial lead failed to capture.

Event description:
Related manufacturer report number: 2017865-2023-21157. It was reported that the patient presented for follow up with the high capture threshold exhibited right ventricular lead. A subsequent chest x-ray revealed that the lead was dislodged. Right atrial lead dislodgement was also noted, and twiddler's syndrome was suspected. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were for lead dislodgement and high capture threshold. As received, a complete lead was returned in two pieces. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil. After the lead was cleaned, torque was applied directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. The reported event for high capture threshold was not confirmed. Electrical tests did not find any indication of conductor fractures or internal shorts.